Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr could not duplicate the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, it was autocycling while on a patient. The customer stated that the patient desaturated, the ventilator was then removed and placed on another ventilator, and the customer reported no harm to the patient.